Event description:
A langston catheter was used during a patient procedure. Upon pressure injection, the inner shaft of the langston catheter separated. The catheter was retrieved successfully and no patient impact was reported.